Manufacturer narrative:
(B)(4).the product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with his sister's freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported she had the following symptoms: "blurred vision, feeling sick and tired." There was no report of death, third-party medical intervention, serious injury or mistreatment associated with this event.